Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the patient programmer could not communicate with the implantable neurostimulator (ins). The patient tried and got no contact with the ins. They exchanged batteries and tried with a new patient programmer. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.